Event description:
Reporter noted a gush of irrigation twice, then the anterior chamber collapsed; the posterior capsule tore. No vitrectomy was performed; posterior capsule iol inserted. Sys was used in subsequent cases without incident. Pt is reported as doing "ok" now.